Manufacturer narrative:
Correction: b.5.

Event description:
A facility administrator reported a dialyzer blood leak associated with hemodialysis (hd) treatment. Information was received from a nurse. The leak occurred one and a half hours into hemodialysis (hd) treatment. The nurse explained that the leak was visually seen coming from the threading of the header on the arterial end. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used. There was no alarm which is expected with external leak. Fresenius bloodlines were being used. Blood leak test strips were used and tested negative. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient did receive close monitoring. The patient finished treatment on same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A facility administrator reported a dialyzer blood leak associated with hemodialysis (hd) treatment. Information was received from a nurse. The leak occurred one and a half hours into hemodialysis (hd) treatment. The nurse explained that the leak was visually seen coming from the threading of the header on the arterial end. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested negative. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient did receive close monitoring. The patient finished treatment on same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.